Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss, lost sensor, failed battery test, and an error in the motor was detected by reading an unexpected value from the hall sensor. The device passed the self-test and the customer was able to clear the alarms. The customer had a blood glucose level of 35 mg/dl and was treated with glucose tablets and juice. Troubleshooting for the low blood glucose levels was declined by the customer. The customer also inquired about the audio anomaly. The device passed the audio test during troubleshooting. It is unknown whether auto mode was used at the time of the incident. The device will not be returned for analysis.